Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the serial number is unknown. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 27mm valve implanted in mitral position underwent a valve-in-valve (viv) intervention due to prosthesis degeneration leading to thickened leaflets and a mix of severe stenosis and mild regurgitation after an implant duration of 10 years and 10 months. Echo performed one year before already showed valve degeneration with severe stenosis and viv was planned. The patient presented with dyspnoea on effort. Echo pre-viv showed gp max 18 mmhg, gp medio 11 mmhg and mitral area 0.8 cm2. A transcatheter valve was implanted within the surgical valve. Patient was reported to be hospitalized in stable conditions.